Event description:
During a procedure, a loss of capture, loss of sensing, and loss of impedance were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, and loss of impedance were not confirmed. As received, a complete lead was returned in one piece for analysis with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.